Manufacturer narrative:
(B)(4).

Event description:
The consumer's family member reported that the patient had the device for urinary retention. She had a return of symptoms; she had not urinated since (B)(6) 2015. The bed was wet with urine. The patient was not feeling stimulation, the therapy was on. The amplitude was increased from 0.9v to 1.0v. The patient felt stim in the correct area. Additional information from the consumer's family member reported that the patient was going to the bathroom too often after they increased stim. The patient had the issue of not going then going too much off and on. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.